Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving an unknown drug at an unknown concentration and dose via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that the pump was eroding through the patient's skin. An infection at the site was confirmed and the patient was on antibiotics. The pump was completely explanted on (B)(6) 2019. The patient's weight was provided. The issue was considered resolved. No further complications were reported.